Manufacturer narrative:
The device was expected to be returned for evalaution; however, it was reported that the device would not be returned.a correlation between the device and the reported pump pocket infection could not be conclusively determined. Pocket infection, local infection, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The explant date is approximated based on when the manufacturer was notified that an autopsy would be performed. Approximate age of device - 12 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a history of sarcoidosis and was taking prednisone and cellcept. Prior to implant, the patient had been diagnosed with tracheal bronchitis and rhinovirus, and required an impella. Post implant, the patient had positive blood cultures for gram-negative rods. The patient's family withdrew care on (B)(6) 2015 due to overwhelming sepsis and the patient expired. An autopsy was performed and infection in the pump pocket was found. The pump was explanted during the autopsy and is expected to be returned for evaluation.